Event description:
Biomed cutting guide pin broke off into the medial femoral condyle of the pt. Attempts to remove the pin were unsuccessful and the pin has been retained. This is a metal surgical cutting block guide that is reusable. Diagnosis or reason for use: used in total knee surgery.